Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to it lost fluid and quit working a couple months ago. All the components were removed and replaced with a new aus system. The patient had a good outcome with no further complications. Additional information received. The physician did not identify the location of the fluid leak.